Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited noise and high spikes in pace impedance measurements. Boston scientific technical services (ts) discussed the possibility of a lead fracture and suggested testing different lead configurations. While testing and performing isometrics, high out of range pace impedance measurements were observed. The system was programmed lv ring to rv as lead measurements were within normal limits in this configuration. The system remains in service. No adverse patient effects were reported. Additional information was received that there were new observations of increasing pacing thresholds causing loss of capture. The clinic has programmed lower outputs on the lv lead on purpose in order to conserve the battery. Technical services discussed that they will have to decide if saving on battery or making sure there is consistent lv capture is more important. This lead remains in-service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited noise and high spikes in pace impedance measurements. Boston scientific technical services (ts) discussed the possibility of a lead fracture and suggested testing different lead configurations. While testing and performing isometrics, high out of range pace impedance measurements were observed. The system was programmed lv ring to rv as lead measurements were within normal limits in this configuration. The system remains in service. No adverse patient effects were reported. Additional information was received that there were new observations of increasing pacing thresholds causing loss of capture. The clinic has programmed lower outputs on the lv lead on purpose in order to conserve the battery. Technical services discussed that they will have to decide if saving on battery or making sure there is consistent lv capture is more important. This lead remains in-service. No adverse patient effects were reported. Additional information was received which reported that the lead was later explanted due to pacing not delivered when required. During the revision, a fracture was noted proximal to the suture sleeve. The lead was explanted and replaced. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited noise and high spikes in pace impedance measurements. Boston scientific technical services (ts) discussed the possibility of a lead fracture and suggested testing different lead configurations. While testing and performing isometrics, high out of range pace impedance measurements were observed. The system was programmed lv ring to rv as lead measurements were within normal limits in this configuration. The system remains in service. No adverse patient effects were reported.